Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported. Additional information was indicated that boston scientific technical services (ts) reviewed the data and noted that there was no sign of premature battery depletion or high-rate atrial sensing. Ts also indicated that this device has no abnormal faults or resets, and this device battery is depleting normally. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). A device data was then submitted for analysis. To date, this device remains in service. No adverse patient effects were reported.